Event description:
Device report synthes europe reported an event in (B)(6) as follows: it was reported that two unknown locking screws broke at the head or loosened from the shaft approximately three (3) months postoperatively. The date of implant is unknown. The patient underwent revision surgery on (B)(6) 2015, and a 2.4mm variable angle-locking compression plate (va-lcp) volar distal radius plate, two 2.7mm cortex screws, and four unknown screws (including two unknown locking screws which reportedly broke or loosened and two unknown cortex screws) were explanted from the patient. This report is 1 of 4 for (B)(4).

Manufacturer narrative:
A product investigation was completed: the manufacturing documents were reviewed and no complaint related issues were detected. The visual inspection has shown that there are marks of a pliers on the locking screw section of the plate, most probably caused during the contouring of the plate during the insertion. Also we found that the thread flanks of the locking threads, where the broken screws were inserted are partially flattened, which makes a verification of the dimensions impossible. However afterwards it cannot be defined if these damages were caused during insertion, in-situ or during extraction. The anodized layer is worn out at the damages, which indicates that they were caused post-manufacturing. We are based on the provided information not able to determine the cause of this occurrence and it is likely that complication during the healing process did lead to a fatigue failure. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient weight was not provided by reporter. Date of implant was not provided by reporter but was reported as approximately 3 months prior to (B)(6) 2015. (B)(4). There is no report of a product malfunction; however, this device cannot be disassociated from the reported adverse event. A device history record (DHR) review was performed for the subject device lot. The review of the device history record (DHR) revealed no complaint related anomalies. The (DHR) shows this lot of ti va-lcp volar distal radius plate 5h head/3h shaft/lt was processed through the normal manufacturing and inspection operations with no non-conformances or rework noted. This order met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: additional information provided. Efforts are currently being made request clarification regarding hcp statement of device loosening. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The provided x-rays were reviewed by a depuy synthes medical director who confirmed the device loosening.